Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment for the event was not reported. After one month, the patient was discharged from the hospital and reported to be recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).